Manufacturer narrative:
Based on information received, although the device was in use at the time of the event, there was no medical intervention provided to the patient nor a delay to therapy noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen was replaced but did not fix the issue. The fse replaced the ui pcba that ended up resolving the reported issue. The device passed required performance verification tests per philips¿s standards.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen does not work. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.